Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support requesting supplies and disclosed a blood glucose reading of 600 mg/dl, then reported a small amount of ketones, was instructed to change supplies and monitor glucose, and later called back upset about an incorrect distributor number while reporting a subsequent blood glucose of 327 mg/dl after administering 6 units of insulin and completing a supply change; the user terminated the call before further assessment. Symptoms included hyperglycemia with ketone presence. Outcomes included no reported injuries, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting, review of available device alerts, and an attempt to obtain additional information by follow-up call. Investigation of this case revealed insufficient information to confirm a device malfunction, with the event consistent with hyperglycemia of unclear cause; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to limited information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.